Event description:
It was reported the lead alert tripped due to oversensing, high and rising impedance, sensing difficulty, and a suspected fracture. The physician decided to increase the number of intervals to detection and monitor the patient. The lead is still in use and a revision has been scheduled. No patient complications were reported as a result of this event.

Event description:
It was reported the lead alert tripped due to oversensing, high and rising impedance, sensing difficulty, and a suspected fracture. The physician decided to increase the number of intervals to detection and monitor the patient. It was later reported that the lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance. There were 2 - patient alerts for right ventricular pace lead impedance on (B)(6) 2011 03:00:03 and (B)(6) 2011 03:00:04. Weekly pace measurement log data shows an increase for minimum and maximum ventricular pace equal to 936 to 3856 ohms range between (B)(6) 2011. There was also oversensing with 22 - ventricular non-sustained tachycardia less than or equal to 210 ms average ventricular-cycle between (B)(6) 2011 06:33:40 and (B)(6) 2011 06:39:29. In addition, there was interference/noise, with a ventricular short interval count equal to 2627.7 counts avg/day, in 16.97 days, between (B)(6) 2011 15:13:42 and (B)(6) 2011 13:33:07.